Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl, results: level 1 ¿ 44, 43, 43 mg/dl, level 2 ¿ 301, 300, 298 mg/dl , all returned results are within acceptable range. Contamination was observed at in the strip port and main board of the meter. The observed contamination/oxidation can lead to the complained errors/issues. The meter reflects signs of dismantling.

Manufacturer narrative:
Strips were returned to roche for failure analysis. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Testing was done in such manner that raw data was collected for each strip tested. Results from returned strips were compared to master lot tested in the same run as returned. Acceptable results were obtained with the returned strips. Batch record was reviewed, there is no non-conformance with this batch related to customer's allegation. Additionally, retention testing is performed every 90 day on each manufacturing batch, no failure was observed with this batch.

Manufacturer narrative:
This event occurred in (B)(6). Qc had not been performed on the meter within 34 hours of the event. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low glucose result for 1 neonate patient tested on accu-chek inform ii meter serial number (B)(4) compared to a cobas b221 blood gas instrument. At 7:59 p.m. The result from the cobas b221 instrument was 396.3 mg/dl. At 8:05 p.m. The result on the inform ii meter using a capillary heel stick was 291 mg/dl. At 8:26 p.m. The result from a cobas c701 laboratory analyzer was 380.0 mg/dl. The result from the inform ii meter was believed to be too low. The customer stated that since this event, the results between the inform ii meter, the b221 instrument and the laboratory analyzer all seem to correlate well now. The actual results were not provided.